Manufacturer narrative:
This supplemental report is being submitted to provide the investigation conclusion. Please see updates: g3, g6, h2 and h6. This supplemental report is being submitted to correct the previously reported event of conflicting result to a false negitive in addition to providing investigation conclusion summary. The required intake information to enable further investigation, such as the kit's lot number and logfiles, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The user reported a conflicting result with the binaxnow¿ covid-19 antigen self test performed on (B)(6) 2021. The user reported that he got tested a few days ago at (B)(6) testing facility using a pcr test and the staff said it was a positive test result. The user wanted to confirm the result so he decided to take a binaxnow self test kit today and obtained a negative. No additional patient information, including treatment and outcome, was provided.